Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was not capturing and had dislodged. The loss of capture had caused the device to quickly drain the battery. The lead was explanted and replaced during a device exchange procedure. The patient was asymptomatic throughout the event.